Event description:
(B)(4). I started experiencing bloating, cysts in my ovaries, lower back pain, pains in my legs, fatigue, migraines, sensitivity to my stomach, numbness in my arms, anxiety and the taste of metal in my mouth.